Event description:
The manufacturer received information alleging foam is breaking down as of december 2019 related to a CPAP device's sound abatement foam. The patient alleges to have detection of a tumor in the lungs and throat nodes. Chemotherapy and laser treatment in progress. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of tumor in their lungs and throat nodes by the visceral surgeon. Customer is having chemotherapy and laser treatment. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: pil initiated therapy with the device and verified airflow, using the pil supplied power supply and ac power cord. Dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Dust-like contamination at the air inlet of the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil observed 3 errors were logged. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.